Event description:
IV was started on child using a 22 g catheter. On flush, it was found that there was an infiltration. Catheter was removed. Rn noted 5 mm of catheter tip was missing. Catheter had appeared intact when introduced into the vein. Unable to locate missing tip.